Event description:
It was reported that the ilet pump¿s display was black and unresponsive while the device remained powered, evidenced by vibration feedback and a steady green indicator light; the user confirmed the pump was on a charger, had no case, and was positioned screen up, and declined a replacement because they planned to discontinue pump use. Symptoms included no adverse clinical effects reported. Outcomes included no interruption requiring medical care and no hospitalization. Investigation included remote troubleshooting and user education regarding display and power status. Investigation of this case revealed a suspected display or user-interface malfunction with the pump continuing to operate, with no associated alerts or alarms. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction localized to the display subsystem without impact to therapy delivery.